Event description:
The reporter stated the surgeon noticed small specks on a cq2015a collamer aspheric three piece lens. The surgeon tried using bss to take off specks. The surgeon did not use the lens. There was no patient contact.

Manufacturer narrative:
(B) (4). Work order search. Results: a lens work order search was performed and no similar complaint was found within the work order. (B) (4).